Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(6)), a pre-implant balloon ao rtic valvuloplasty (bav) was not performed. The valve was loaded successfully. The valve was 80% deployed and the valve was constrained by the native anatomy. The valve was recaptured and removed from the patient. A new valve ((B)(6)) and delivery catheter system (dcs) were prepared and fluoroscopy revealed an acceptable load. A pre-bav was performed using a 20 mm non-medtronic balloon. The valve was 80% deployed and was noted to be constrained again by the native anatomy. The valve was recaptured and redeployed however the valve was still noted to be constrained. The valve was recaptured and removed from the patient. A pre-bav was performed with a 20 mm non-medtronic balloon. The valve system was checked under fluoroscopy again and deemed acceptable. The valve was redeployed to 80% and was noted to be constrained however less than it was previously. The valve was fully deployed and a post bav was performed with a 20 mm non-medtronic balloon. The valve fully expanded. Invasive hemodynamics were performed and revealed a peak to peak gradient of 2.5 mmhg and mean gradient of 7.5 mmhg. Contrast injection showed mild paravalvular leak (pvl). Upon closure of the access site on the left femoral artery, bleeding was noted. It was attempted to control the bleeding by pressure, administering protamine and closure devices. After a few minutes of unsuccessful control of the bleeding, a surgical cutdown was performed under general anesthesia and the access site was repaired successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012124357); product type: 0195-heart valves; implant date ; explant date product ID l-evprop23-29 (lot: 0012187574); product type: 0195-heart valves; implant date ; explant date product ID evproplus-29 ((B)(6)) product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID d-evprop23-29 (lot 0012124357) product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve was discarded by customer, so it was not returned to medtronic for analysis. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. As reported, the valve was constrained by the native anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.